Manufacturer narrative:
Evaluation description: the reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and the cause of the anomaly was silicone material found inside of the set screw head. This material prevented full insertion of the torque wrench into the hex cavity and caused difficulty to secure the rv set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented to the or for device implant, the torque wrench would not engage the rv set screw. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.